Event description:
It was reported that "the bend is at the wrong location". There was no reported pt injury and/or change in therapy. The involved device has not been returned to the mfg facility for investigation as of the date on this report.